Manufacturer narrative:
A company representative performed a preventative maintenance on the system and found no issues. The system met specifications. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported flaps that were difficult to lift following lasik flap creation. The flap edges were not adequate and it was difficult to get under the flap. Once dissection was started the surgeon had to use a wekcel to push the outer corneal surface down and pop out the other side of the flap. There was mild scarring around the edges of the flaps and the patient is seeing well. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.